Manufacturer narrative:
The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. During technical investigation of the returned device, an inflation device was attached to the connector and a leakage at the level of the luer hub was detected. As the issue was detected prior to use, no patient involvement was reported. The respective internal departments were informed to address the issue accordingly.

Event description:
The passeo-18 balloon catheter was selected for use. After unpacking the doctor injected the balloon with heparinized saline to flush. Thereby it was noted that the lumen could not be flushed properly and a leakage was detected.